Event description:
During a contrast injection procedure, the distal valve in the fluid administration set leaked. No one was sprayed as a result of the valve leakage. No patient or clinician harm or injury occurred.

Manufacturer narrative:
The suspect device involved in the reported incident was returned to merit medical for evaluation. A follow-up report will be submitted when the investigation is complete.